Manufacturer narrative:
Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm micl12.1 implantable collamer lens, -14.0 diopter, into the patient's eye in (B)(6) 2007. Reportedly, the patient developed a cataract. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
B5-updated info: the patient developed a cataract asc in the left (os) eye 13-14 years after icl implantation. The icl and cataract were removed and a multifocal iol was implanted without complication. D6b-unk. H6-health impact code updated. (B)(4).